Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose. Blood glucose level was 499 mg/dl at the time of the incident. It was unknown if the insulin pump was on auto mode. Troubleshooting was not completed and the insulin pump will not be returned for analysis.